Event description:
The pt, a 20 year old soldier, with a left subtrochanteric femoral shaft fracture, implanted with depuy ace captured hip screw with a 12-hole plate. Pt was non-compliant and did not use crutches. Delayed union was evident when plate failed. Chs system was removed and replaced with a locked nail.